Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation. The screw which was explanted was catalog number 48900635. It is not known at this time which device was the cause of the malfunction.

Event description:
It was reported that "tip of self-holding screwdriver broke off while putting screw in." Additionally, the screw had to be explanted.